Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon was advanced for dilatation. However, the balloon ruptured when used for dilatation several times after performing diamondback. The procedure was completed with a wolverine balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed that there was an 8mm longitudinal tear at the proximal end of the balloon.

Event description:
It was reported that balloon rupture occurred.a 2.75mm x 12mm nc emerge balloon was advanced for dilatation. However, the balloon ruptured when used for dilatation several times after performing diamondback. The procedure was completed with a wolverine balloon catheter. No patient complications were reported.